Event description:
The following description was provided by carefusion tech support, to document an event that originated from a foreign distributor in (B)(6): "full error code: ventilator is giving the alarms of xdcr fault and no cal data continuously" alarm details: xdcr fault, no cal." No pt involvement.

Manufacturer narrative:
(B)(4). According to the foreign distributor, several troubleshooting techniques were performed and the reported event was attributed to a faulty main printed circuit board. Carefusion technical support shipped the distributor a replacement main printed circuit board. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty main printed circuit board.